Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
(B)(6) 2014, (B)(6), the patient was not able to get a bolus. The patient gets 6 boluses in 24 hrs, and their lockout interval is 2 hrs. The patient tried giving himself a bolus at 8 am the morning of the report and the ptm showed to wait for 2 hrs. The patient had stated he only used 4 boluses at that time. The patient was able to get a bolus at 10:01 am. The patient then tried to get a bolus at 2 pm and ptm showed to wait 2 hrs. The ptm always showed to wait for 2 hrs when the patient gets denied. The patient stated that they had this issue since they got the ptm (got ptm when implanted on (B)(6) 2010) but it happened rarely. The week of the report, the problem got ¿really bad¿. Per the patient, even with their ¿new ptm and antenna¿, the problem had not resolved. The patient stated it ¿must be the pump itself¿. The patient was not seeing the communication unsuccessful screen but did see that screen before but that was not happening now. The patient will try ptm antenna. The pump was used to deliver fentanyl and bupivacaine. Interventions, symptoms or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received, a follow-up report will be sent.